Manufacturer narrative:
Corrected data: upon further review it was discovered that the section h4: device manufacture date was incorrectly populated. Correct date is june 8, 2021. Section below updated in this supplemental MDR submission. Section h4: device manufacture date: june 08, 2021. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. The device is not returning for evaluation as it was discarded by the account; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) got stuck in cartridge, as customer tried to remove and retrieve the lens they noticed that lens was ripped. No patient contact. The suspect product was discarded. No patient injury. No other information was provided.